Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 2.50x8mm taxus liberte stent was advanced to the unspecified target lesion. While trying to cross the lesion, it was noted that a distal edge stent strut was lifted up. The physician successfully removed the device and completed the procedure with another of the same device. No pt complications were reported with the pt's current condition listed as "okay." Additional info was requested, but is not available.